Event description:
The customer reported that the device received error code 600.6875 there was no patient involvement.

Manufacturer narrative:
Additional information added to: the investigation is still pending. An additional supplemental will be sent when the investigation results are completed.

Manufacturer narrative:
H7 & h9 fields are updated this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the wireless card which had caused the error and replaced the right iui. A review of the device history record showed the device had a manufacture date of 11/10/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 15069619 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the wireless card. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages.

Event description:
The customer reported that the device received error code 600.6875 there was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that the device received error code 600.6875 there was no patient involvement.